Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning a discordant, falsely depressed vancomycin (vanc) result on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was not reported to the physician. The same sample was reprocessed on the same instrument and a higher result, considered correct, was obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.

Manufacturer narrative:
Initial MDR 2517506-2021-00046 was filed 02-feb-2021. Additional information (08-mar-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed vancomycin result. Hsc evaluated the information provided and the instrument data files. Calibration and quality control were within acceptance ranges and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.